Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the failure of the printed circuit board was identified to be the cause of the image failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the video system center did not produce an image. There was no patient involvement.